Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay in the start of pre-cleaning. The auxiliary channel was flushed with water. There were no abnormalities with accessories used for reprocessing. The auxiliary channel was not flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation ¿noise in the image¿. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Due to clogging of nozzle, water removal ability does not meet the standard value. Light guide lens and objective lens had discoloration. Scratches were found throughout the device. Paint on suction cylinder was peeled. Air/water-cylinder, scope connector and up/down knob had corrosion. Forceps channel port and suction cylinder was shaved. Control unit and electrical connector had discoloration due to water leakage. Due to dirt on objective lens, there was a shadowing/vignetting on the monitor. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, there was noise in the image displayed by the evis lucera colonovideoscope. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed foreign object in the secondary water delivery channel of the device. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.